Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the left side of walker is bent. MDR filed.

Manufacturer narrative:
(B)(4). Report # 1531186-2013-00753 indicting medel (B)(4) as the manufacturer. The correct manufacturer is genteel homecare products. (B)(4).